Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/11/2021. H.6. Investigation: one mz1000 sample from lot 21056164 was received in sealed packaging for investigation; no connecting products were received to assist the investigation. No further information was available to assist the investigation in this instance. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned sample; no flow restrictions or occlusions were identified. A review of the production records for lot 21056164 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned sample and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion. H3 other text : see h.10.

Event description:
It was reported when using the maxzero needleless connector, the device experienced a clogged valve. The following information was provided by the initial reporter. The customer stated: clogged valve.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the maxzero needleless connector, the device experienced a clogged valve. The following information was provided by the initial reporter. The customer stated: clogged valve.